Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to failure of the therapy connector receptacle assembly. After replacing the therapy connector receptacle assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device would dump energy inappropriately, when the therapy cable was manipulated. There was no pt use associated with the reported event.